Event description:
During a lateral entry femoral nail procedure for a left subtrochanteric femur fracture, the standard insertion handle and the recon locking aiming arm did not function properly and caused the recon screw to miss the hole in the cannulated lateral entry femoral recon nail anteriorly. The nail and handle was disassembled and reassembled multiple times and surgeon was still unable to target proximal recon locking screws. The procedure was extended approximately 3-4 hours. The nail was removed and a trochanteric fixation nail was implanted to complete the procedure. This is the 2nd of 3 reports submitted on this event.

Manufacturer narrative:
This information was not provided during initial report. Additional information has been requested. Subject device is an instrument and is not implanted. Investigation is on going; no conclusion could be drawn as no device was returned or lot number provided. Synthes is unable to determine manufacturing date without a lot number.